Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out for the device. Once the device has been received and evaluation is completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the implant coil could hardly passed the progreat microcatheter and did not detach. The device was replaced with another medtronic device and procedure completed. The patient condition was unknown.

Manufacturer narrative:
The clinical observation was confirmed. As received, the implant coil appeared damaged and stretched with the polypropylene filament broken and still attached to the pushwire. The instant detacher used in the event was not returned. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual location (via hypotube) were found to be intact. All other subassemblies appeared to be normal and no other anomalies were observed. During evaluation, an in-house instant detacher was used for detachment testing and the concerto coil detach successfully on the first attempt without difficulty. The instant detacher was not returned; therefore, any contributing factors from could not be assessed. The intact tack weld replacement (twr) crimps led to the failure of the implant coil to detach from the pushwire; however, the cause for the intact twr crimps could not be determined. The concerto implant coil was successfully detached from its pushwire with the use of an in-house instant detacher on the first attempt. It is possible that the concerto coil became damaged and stretched due to the movement of the concerto coil against the reported resistance. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.